Event description:
Something fell down my throat and I couldn't go to bed [accidental device ingestion]. I choked it [choking]. It burned my throat [burning in throat]. I either coughed [cough]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glycerin (biotene dry mouth oral rinse) mouth wash (batch number 1l213c, expiry date 17th october 2024) for dry mouth. On (B)(6) 2022, the patient started biotene dry mouth oral rinse at an unknown dose and frequency. On (B)(6) 2022, an unknown time after starting biotene dry mouth oral rinse, the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking (serious criteria gsk medically significant), burning in throat and cough. Biotene dry mouth oral rinse was discontinued on (B)(6) 2022 (dechallenge was positive). On (B)(6) 2022, the outcome of the accidental device ingestion, choking, burning in throat and cough were recovered/resolved. It was unknown if the reporter considered the accidental device ingestion, choking, burning in throat and cough to be related to biotene dry mouth oral rinse. Additional details: this case was reported by a consumer via call center representative (phone) on 15mar2022. The consumer reported that "the other night as I was taking biotene something fell down my throat and I choked it burned my throat and I couldn't go to bed what should have I done to stop the burning? I ate frozen chips for a few hours just to get the burning to stop. Biotene dry mouth oral rinse. I've been using this for over an year I either coughed or choked no hcp happened during friday night I haven't used it since 1l213c (B)(6) 2024 dry mouth during the night (B)(6) no."

Manufacturer narrative:
Argus case ID: (B)(4).